Event description:
The reporter stated that she did three meter tests, within 10 minutes of each other. She had eaten a mint and had orange juice just prior to testing. Her results were 317 mg/dl, after which was within range, 137 (105-158). She then did a blood glucose test with a result of 218 mg/dl. She did not have any symptoms, and stated that she felt fine. She told the lifescan representative that she had visual difficulty in getting her blood on the test strip. The reporter reviewed training on sample placement.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8